Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6)2024, the patient experienced that tubing got bent while she was removing the case from the pump, therefore bent tubing had prevented insulin from going through the tubing. The infusion set was in use for 1 day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.